Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
For 1/4 of a year, pt has occasionally experienced hyperglycemia of 300 mg/dl, and the infusion set self-adhesive has become wet due to leak of insulin. Pt changes infusion set and correct hyperglycemia by bolusing through infusion device. This last occurred on (B)(6) 2010 at 10 a.m., and blood glucose was 298 mg/dl. Infusion headsets are changed every 2 days, tubing every 4-6 days and insulin cartridge every week. Pt is on hydrocortisone medication. Target blood glucose is 90-120 mg/dl. Infusion sets were replaced and requested for eval, and pt was sent an insertion device. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.